Event description:
Customer reported with an error e315 (error -scope error) . The issue occurred at preparation for use. The device was not used, intended procedure was completed with another scope. No harm was reported. No patient harm, no user injury reported . No clinical impact as the result of the event.

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation , comprehensive leakage check was completed, the device was not leaking. A full technical evaluation was completed in accordance with the original equipment manufacturer (OEM) specification. The following findings were identified in relation to the customer specified fault: scope connector (s-connector) -water ingress observed. Image condition check failed- no image is evident. Service repair noted, the moisture indicator had been triggered turning pink after contact with fluid / moisture. Fluid was evident throughout the plug body and fluid droplets were evident, the inner moisture indicator had also been activated during testing. Technical evaluation has confirmed the customer reported issue of " e315 error". Quality trend analysis has shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The most likely cause is during the manual leak check or cleaning process and is therefore typically attributed to user handling. Additionally, the following defects were identified during device inspection: angulation (up/down angle, left/right angle play) out of specifications. Aspiration housing coloured ring noted worn. Distal end adhesive glue uneven, to be replaced. Light cover lens, chipped , adhesive noted pitted, optical cover noted pitted. Electrical safety test failed. An intermediate repair is required to return the instrument to the OEM specification. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10) and to correct b5 (information inadvertently missed on initial). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It is likely water invaded the scope connector while the user was handling the device, which led to an abnormality in the electrical parts, and resulted in the displayed error message (e315). The event can be detected and prevented by following the instructions for use (IFU) which state: "·inspection of the endoscopic image." "·when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. ·do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The intended procedure was a colonoscopy.